Event description:
It was reported that during a routine clinic check, the pulse generator exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.